Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Preliminary error log analysis found that charger board for the viewing station of the imaging system had an error occur inside of the charger enclosure. The charger enclosure was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger enclosure has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed an individual battery error. A medtronic representative on-site reported that they could not replicate fault in the batteries when performing preliminary troubleshooting. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed as the parts passed all tests when tested. No fault found. It was noted that there was dust inside the part.